Event description:
Edwards received additional information through follow up that this 82-y-o female patient with a 23mm pericardial aortic valve and a 27mm mitral valve underwent a double valve in valve procedure after an implant duration of approximately 7 years and 10 months due to bioprosthetic calcific degeneration leading to aortic stenosis plus mild to moderate insufficiency and severe mitral stenosis plus mild insufficiency. A 23mm transcatheter valve and a 29mm transcatheter valve were implanted in the aortic and mitral positions respectively via the transapical approach. After the procedure the patient was noted as to be hospitalized in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. See related MDR report number 2015691-2018-04972 for the aortic valve. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) female patient with a 21mm pericardial aortic valve and a 27mm mitral valve underwent a double valve in valve procedure after an implant duration of approximately 7 years and 10 months due to aortic stenosis and mild to moderate aortic insufficiency and severe mitral stenosis and mild mitral insufficiency. A 23mm transcatheter valve and a 29mm transcatheter valve were implanted in the aortic and mitral positions respectively via the transapical approach. After the procedure the patient was noted as to be hospitalized in stable condition.